Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that a boston scientific field representative (fr) had been contacted by a physician. The physician sent the fr an image which displayed potential loss of capture (loc). The fr had no further information. There were no adverse patient effects reported.